Manufacturer narrative:
H3: pending investigation. D10: 300-01-13 equinoxe, humeral stem primary, press fit 13mm 320-01-42 equinoxe reverse 42mm glenosphere.

Event description:
As reported, the male patient had an initial right tsa on an unknown date. The patient underwent a revision of an exactech reverse to a competitor's humeral component with a new 42 +4mm glenosphere implanted. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g4, h6 MDR section codes updated/corrected: b, c, d, e, g PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the revision reported cannot be conclusively determined from the information provided. Based on the provided radiograph, it appears the patient could have experienced a dislocation event and/or humeral liner disassociation. However, this cannot be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not returned for evaluation and no product images were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.